Event description:
Had textured breast implants put in and have had many tests done not realizing that it could be bii or bia alcl. For test results you can request a printed report. There are too many to list. FDA safety report ID# (B)(4).